Event description:
Boston scientific received information that this product was part of a system revision due to infection. Attempts were made to obtain additional information however were unsuccessful. No additional adverse patient effects were reported. All available information indicates that the product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.